Event description:
Pt revised for pain.

Manufacturer narrative:
The product associated with this reported event was not returned for exam. A search of the complaint database did not show any other reports against the reported product lot code. The investigation could not draw any conclusion about the reported pt pain. Provided info stated that product was not suspected of contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective actions is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.